Event description:
Md notes from cardiac consultation: three years ago, the patient required implantation of a cardioverter-defibrillator with pacer. He had an absolute pacing on occasion. Two days prior to this hospitalization he began to have ICD discharges. He had a total of 6 discharges which on evaluation in the emergency room appears to be inappropriate related to lead fracture. The patient is seen for lead extraction and reinsertion. We elected to replace crt device because after considering the patient's request for replacement and company representatives analysis that the battery life was below midlife levels. Examination of lead revealed no obvious abnormalities.